Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step. The device's system board and power supply were replaced to address the issue.

Manufacturer narrative:
This report was filed as a duplicate of 2518422-2022-44208 submitted with the FDA through FDA electronic submissions gateway. Acknowledgement was received on 08/17/2022 indicating successful submission.